Event description:
It was reported that this lead exhibited impedance issues. Subsequently, a revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.